Event description:
The customer reported to olympus that the evis exera iii xenon light source had image issues when connected to the exera iii 190 series scope during receipt inspection. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found there was a problem with the main lamp, and the image did not appear. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to e2, e3, and g2 (remove the checklist for healthcare professional). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the loss of image and lamp lightning function did not work properly due to excessive usage time of the lamp. The following is included in the instructions for use which state: "[average lamp life] approximately 500 hours of continuous use (with intermittent use, the lamp life may vary slightly.)" Olympus will continue to monitor field performance for this device.